Event description:
Device 4 of 4. Reference MFR reports: 3008829311-2017-01009, 3008829311-2017-01010 and 3008829311-2017-01011. It was reported the patient experienced ineffective stimulation. Troubleshooting was unable to provide resolution. Surgical intervention was undertaken and 3 out of the 4 leads were explanted.